Event description:
A patient to receive chemotherapy ara c IV push via her port in 2009. Home care rn found blood on port dressing and found the safestep port needle, probable size 20 gauge 3/4" to be leaking at the junction of where the port extension meets the port needle, on top of the safety device. Needle was removed and a new port needle was placed. Chemo was given then without incident. No sample available. This was the 4th event of this kind in 5 weeks. Dates of use: 2009. Diagnosis or reason for use: for chemo administration. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.